Manufacturer narrative:
Report submitted in error. Already submitted on (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2016-00477.

Event description:
Allegedly the patient was revised due to aseptic cup loosening and adverse soft tissue reaction to particle debris (right). Age at primary: (B)(6). Primary asa: p2 - mild disease not incapacitating. Secondary revision njr index no: (B)(4).